Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the provisional fractured while trialing during a knee procedure. Attempts to obtain additional information have been made; however, no more is available.

Event description:
It was reported that the provisional fractured while trialing during a knee procedure. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Return instrument exhibits signs of use (nicked or gouged), the dovetail feature is compressed, and the device is fractured on the lateral side of the post. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.